Manufacturer narrative:
Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "anterior knee pain following total knee replacement correlates with the oarsi score of the cartilage of the patella". Literature article "anterior knee pain following total knee replacement correlates with the oarsi score of the cartilage of the patella" by vahur metsna, , sigrid vorobjov, katrin lepik, and aare märtson published by acta orthopaedica doi 10.3109/17453674.2014.931198 was reviewed. The article purpose: to estimate the prevalence of akp following total knee replacement with unresurfaced patella, and to determine whether there is a correlation between the condition of the cartilage of the unresurfaced patella at the time of knee replacement. The authors prospectively included 100 consecutive patients suffering from osteoarthritis and undergoing total knee replacement. The patients were operated by one surgeon in east-tallinn central hospital between january 2011 and may 2012. All patients received pfc sigma posterior-stabilized (ps) mobile bearing implants. 95 of the 100 patients were available for follow-up 1 year after surgery. 2 patients died for reasons unrelated to tka, 1 patient was revised due to infection, and 2 patients withdrew their consent. 57 had pain in the front part of the knee. Of these 57 patients, 3 had akp when rising from a low chair, 38 had pain on palpation of the patella, and in 16 cases the patients experienced pain in both tests. The patella was not resurfaced. Cement was used although the manufacturer was not disclosed. The treatment for the one case of infection was not described. Depuy products involved: pfc sigma complications: infection (1), pain (57), surgical intervention (1).